Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. In an online social media contact the patient had referenced a time when 911 had to be called because of the patient being unresponsive due to low blood sugar. Date of intervention and details of the event are unknown. No product defects or failures were alleged. No additional event or patient information is available.